Event description:
Follow up information reported that the patient did not have any concerns with their device therapy.

Event description:
It was reported that a patient 'had not gone to the bathroom' since the previous night. No details about the event were reported. More information has been requested, and if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v386949, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).